Event description:
A report was received that during a reprogramming session, the patient mentioned that her ipg incision site was infected with symptoms of fluid discharge and that her pain physician had prescribed cipro for her infection during her last check-up. During a follow-up appointment with her surgeon, the patient was advised that her wound was still infected and was instructed to use the "wet and dry" method using sodium chloride for another three weeks until her next appointment.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the patient will be explanted due to the device shocked the patient.